Event description:
While testing the unit with a sim tester, the customer got "check electrodes" prompts. Customer's other units work fine with this sim tester. During evaluation at laerdal, the "check electrodes" complaint could not be duplicated or cerified. However, the unit was found to charge and appear to deliver a shock with the "shock delivered" light coming on, but no energy was actually delivered.